Manufacturer narrative:
The customer reported a service code warning for 'speaker test current' on inserting a new battery, and the asi is flashing red. The previous battery was depleted and expired and the maintenance schedule is reported as monthly. Troubleshooting of the AED with the customer cleared the service code warning, the asi is flashing green, confirmed that the AED is functioning as designed and can stay in service. The customer was advised to monitor the AED for any service code warnings. The IFU states: improper maintenance can cause the ddu series AED not to function. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. The available information does not resonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.